Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels. The customer did not provide the exact value. The customer changed their site, tubing, and cartridge however the bg levels persisted. During a system check with tandem technical support, no issues were identified with the pump or supplies. The customer declined to remove the site. The customer reported the suspected cause may be due to traveling. Reportedly, the customer would also follow up with the healthcare provider to discuss factors affecting bg levels.